Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized on the same day as the event onset and was discharged after three days. On an unreported date, the patient was treated with vancomycin injection (1 g, route and frequency not reported), gentamicin (40 mg, route and frequency not reported) and meropenem injection (500 mg, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event and antibiotic treatment was discontinued. Pd therapy was ongoing. No additional information is available.